Manufacturer narrative:
B3 - date of event: 01jan2017 to 31dec2019. D4 - catalog# (rpn): possible rpns: c-tqts-1200 or c-tqtsy-1200. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from a thal-quick chest tube set or tray was misplaced. The device was used emergently to treat a tension pneumothorax as diagnosed by x-ray. Antithrombic medication was not adjusted or suspended prior to procedure. The device was successfully placed midaxillary at the 4th intercostal space via catheter over needle technique, and initial drainage was successfully achieved. Imaging was not used during device placement; however, x-ray after the procedure confirmed correct placement. Later, on the same day as catheter placement, the patient experienced an increased tension pneumothorax. As a result the chest tube was removed and replaced four days post-placement procedure. No other adverse effects were reported.

Event description:
The device was placed while the patient was in the intensive care setting. The patient was monitored in the intensive care unit.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: b5, h6 (annex g - component code). Investigation ¿ evaluation. It was reported that the catheter from a thal-quick chest tube set or tray was misplaced. The device was required for a 0-year-old male on day 75 of admission to emergently treat a tension pneumothorax as diagnosed by x-ray. Antithrombic medication was not adjusted or suspended prior to procedure. The device was successfully placed midaxillary at the 4th intercostal space via catheter over needle technique, and initial drainage was successfully achieved. Imaging was not used during device placement; however, x-ray after the procedure confirmed correct placement. Later, on the same day as catheter placement, the patient experienced an increased tension pneumothorax. As a result, the chest tube was removed and replaced four days post-placement procedure. The adverse event was not noted to be related to the device or the procedure. It was noted that pre-existing condition contributed to the event. No other adverse effects were reported. Reviews of documentation including the instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Cook also reviewed product labeling. The product IFU, [c_t_thal_rev11] ¿thal-quick chest tube sets and trays,¿ provides information to the user relating to the use of the device. The information provided upon review of the dmr and product IFU does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned device, and the results of the investigation, cook concludes that the patient's pre-existing condition contributed to the event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.